Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.